Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lp was unable to enter docking mode and exhibited a separation failure. It was then noted that the lp's helix stretched. The lp was not used and a new lp was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.